Event description:
A small crack was noted in the "distal lead" extension. The PICC line was pulled due to the crack and subsequent backflow of blood into set. Peripheral line re-started. Not known how long device was in use before crack was noted, and not known what was being infused. No pt compromise. Occurred in special care nursery.

Manufacturer narrative:
Evaluation results: one used 3-lead extension set was returned for evaluation. Visual inspection showed a craze in the tubing port of the clear one-piece male luer lock adapter, and dried blood present inside the luer taper. The sample was soaked with bleach and water per standard operating procedures. The adapter was tester per specifications, which included the ansi luer taper test and the 45 psi water pressure test. No defects were noted. Inspection revealed a small craze in the male luer tubing bond port, however, the defect did not cause the leakage. The craze may have been caused from molding and/or high stress in the tubing bond area.